Event description:
Complainant alleged that during biomed testing the device displayed "system fault code 36", "system fault code 37", "defib fault 79", "defib disabled", "pacer fault 122", and "pacer disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.